Event description:
End user reports feeling pain under his wafer at the 2 to 5 o'clock position. It is also tender to touch. The skin in this area remains intact without redness. End-user states that the pain is not associated with eating or defecation. End-user denies having a peristomal hernia.

Manufacturer narrative:
Based on the available information, this event is deemed serious. From a clinical perspective, a casual relationship between the sur-fit natura 2 pc durahesive wafer and this event is deemed possible because product use is temporarily associated with the skin where the problem occurred. End-user will be sent samples of stomahesive wafer without a tape border. In addition, end-user was instructed on the use of allkare protective skin barrier wipes and eakin cohesive slim seals. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on (B)(4) 2013. A return sample for evaluation is not expected. Note: the actual date of event is unknown, so the date used was the date convatec became aware.